Event description:
A us distributor reported that a monitor's response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the front response button was not functional. The cause for the failure was caused by the front response button dome was missing. The root cause of the missing dome cannot be positively identified. No adverse event resulted from the damaged monitor.